Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that their stimulator keeps shutting itself off (pt confirmed referring to implant turning itself off). Patient clarified when this happens they notice they have a return of symptoms/accidents. Pt stated when this occurs they will connect with their implant and therapy is off. Patient stated this started probably 2 months ago and maybe even longer, july or august. Patient confirmed implant battery is not depleted when this occurs and they are not near any emi that they are aware of. Pt stated they have a part-time job cleaning houses other wise they are home the rest of the time so there is no rhyme or reason that they know of. Patient stated they are charging their implant every 1-2 weeks (mostly 1 week) and stated their implant battery never gets below 10%. Patient stated on the call they were charging their implant and their implant battery was at 20% and stated therapy was off. Pt stated implant battery was at 10% when pt began charging their implant. Reviewed implant battery level in recharging app overview. Reviewed considerations of implant turning off due to implant battery level getting too low. Reco mmended pt charge implant to 100% and turn therapy back on once implant is charged. Recommended pt monitor battery charge level and do not let implant battery get low to see if this stops implant from turning off. Pt will monitor and will call back if needing further assistance.